Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomena. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that because there was trace of water invasion into the video connector and the ccd unit, the reported phenomena (image failure and error (B)(4)) were attributed to the failure of the internal circuit board due to these water invasions, which might be caused by the water tightness failure of the subject device due to aging/wear degradation by use of the subject device beyond its durable period. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device had failure and the scope communication error (B)(4) occurred on the subject device, and also found that there was trace of water invasion into the ccd unit, the video connector, and the camera cable. There was no report of patient injury associated with this event.